Event description:
During an atherectomy procedure in a coronary vessel, the polymer coating of the guide wire peeled off as the atherectomy device was advanced. Nothing was left in the pt. No pt injuries or complications occurred.